Manufacturer narrative:
Device received with unresponsive buttons corroded electronic assembly. Unable to confirm unexpected battery power loss or perform displacement test due to unresponsive buttons. Device also received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer went swimming and expose to moisture the insulin pump. The customer perform a self test and test passed. Self test did not interrupted by an alarm. Details of self test failure was failed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.